Event description:
A surgeon reports in the literature (j cataract refract surg 1999;25:594-596) that following capsulorhexis, a pt experienced progressive anterior chamber shallowing and increasing intraocular pressure (iop) during manual phacofragmentation, aspiration and intraocular lens (iol) insertion. The peripheral iridectomy was somewhat enlarged and a posterior capsulotomy and vitreous aspiration was performed with resolution of the ciliary block. On examination two days after surgery, the eye was quiet. The author states that the pt had sustained bilateral ocular blunt trauma and that viscoelastic possibly entered the vitreous through a small area of zonular dialysis detected preoperatively.